Event description:
It was reported that the right ventricular (rv) lead dislodged some time after implant. It was also reported that there were high thresholds and the threshold increased from 1 volt @ 0.4 ms at implant to 2.75 volts @ 1 ms. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrl1 ipg implanted, (B)(6) 2014. A 5867-3m adaptor implanted (B)(6) 2014. (B)(4).